Manufacturer narrative:
Investigation ¿ evaluation: the ncircle tipless stone extractor was not returned for evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. A document based investigation was performed. A review of complaint history, the device history record, quality control data and specifications was conducted. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and noted one non-conformance issue was identified. The non-conformance was for foreign matter embedded in the packaging material. A review of complaint history revealed there has been one other complaint associated with complaint device lot number 7722727. The other complaint was a report of the basket breaking. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the provided information and the investigation evaluation a definitive root cause for the reported issue could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported the doctor had a case where the open/close mechanism broke on a ncircle tipless stone extractor. An additional basket had to be opened to replace the broken one. Additional patient and event details have been requested but not received at the time of this report filing. No information has been provided regarding impact to patient.